Event description:
On 04/11/2024, it was reported by a sales representative via (B)(4) that (2) 5033-100 capturing rods tips broke off in the 5046-100 capturing rod nut. This occurred during an aos troch nail while inserting the lag screw for the torch nail, the tip broke off with the nut that screws onto the back of the tool. The surgeon was able to remove everything safely with no harm to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was determined that the threaded distal ends of the shaft of the rod were broken and chipped. Shaft was noted to have been bent. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.